Manufacturer narrative:
Not returned to manufacturer.

Event description:
(B)(4): revision cause of migration. Date of initial surgery: (B)(6) 2016, mild anterior migration detected on (B)(6) 2017 surgery revision done on (B)(6) 2017 and replace with fusion device as describe by reported : there is no causal connection between the event and the device.

Event description:
Mobi-c p&f us : revison. An implant has been implanted by an initial surgery on (B)(6) 2016 and due to a mild anterior migration detected on (B)(6) 2017, a revision has been performed to remove it on (B)(6) 2017. An acdf has been performed. It was reported that the event unrelated with the device: there is no causal connection between the event and the device. It was reported that the condition of patient following event was stable. Severals attempts were made to the surgeon to collect additional informations on the event . However no response received. Device was not returned for examination.

Manufacturer narrative:
The explanted device was not returned to the manufacturer for examination. The review of the device history records and traceability shows no evidence on a device issue that may have impacted this event . Several attempts were made to the surgeon to identify the surgical context that may have caused this event. Based on the survey report provided , the migration was not related to a device issue. The review of the available informations with the product manager and the recurrence of this type of event for this product range didn't allow to identify the exact root cause due to the lack of available data. If additional informations were received another report will be sent. H3 other text : device not returned.